Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly and introducer sheath were kinked in multiple locations. The embolization coil was detached from the pusher assembly and the stretch resistant wire (sr wire) was fractured. Conclusion: evaluation of the returned device revealed the embolization coil was detached and the sr wire was fractured. Fracture of the sr wire typically occurs due to forceful retraction of the podj against resistance, and will allow the embolization coil to detach from the pusher assembly. The tortuous anatomy mentioned in the complaint likely contributed to the resistance experienced by the physician. Further evaluation revealed the pusher assembly and introducer sheath were kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (podj). During the procedure, after successfully placing two coils, the physician felt resistance advancing the podj through the non-penumbra microcatheter; therefore, the physician attempted to retract the podj. Upon attempting to retract, the physician found that the podj had unintentionally detached inside the microcatheter. The physician therefore removed the microcatheter with the podj inside. The procedure was completed using a new microcatheter and a new podj. There was no report of an adverse effect to the patient.